Manufacturer narrative:
Concomitant medical products: 305u225 tissue valve was implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was further reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead remain in use. No further patient complications have been reported as a result of this event.